Event description:
It was reported that the pt's device was possibly tangled. The pt's device was removed and returned to the MFR. There were no known pt symptoms. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the catheter revealed no significant anomalies, acceptable catheter testing. Results code refers to the catheter.